Manufacturer narrative:
Evaluation summary - the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue the analysis site replaced the uniboard, bezel and vs0. Parts replaced that were unrelated to the customer's complaint were as follows: pump isolation mounts and upgrades. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to a breast biopsy procedure error codes l4-005 and l3-017 occurred. Other errors like l3-005, l3-018, and l3-021 has happened for last 1 month. It was unk how the case was completed. There were no adverse consequences to the pt. One device will be returned.